Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision was performed and this rv lead was successfully repositioned. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.